Event description:
Surgeon used the screw driver with the ao chuck attachment of power drill. Before he put the screws in, he first used the tap. After that the screw driver's tip broke. There are a total of 3 screwdrivers that broke. Two of lot# 00369w and one with lot# 00585w

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver tip broke was confirmed. Based on the investigation, the root cause of the reported broken tip was attributed to a user related issue. It was reported that the surgeon used the screw driver element with the ao chuck attachment of a powered drill. The op technique indicates that the final tightening must be performed manually and with a torque limiting attachment to prevent over-tightening. "Final tightening of locking screws should always be performed manually using the torque limiting attachment) ref (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)) (fig. 13). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm." A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
Surgeon used the screw driver with the ao chuck attachment of power drill. Before he put the screws in he first used the tap. After that the screw drivers' tip broke. There are a total of 3 screwdrivers that broke. Two of lot# 00369w and one with lot# 00585w.